Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the pendant was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The suspect pendant has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system shut down without prompt from the user when attempting to perform the lift and shift function on the imaging system. The issue was reported to have occurred when attempting to use the button on the pendant. There was no patient present when this issue was identified. No additional information was provided.